Event description:
Rn attempted to prime tubing after spiking with ivf bag. Tubing was not able to be primed despite efforts to disconnect tubing from patient, clamping and unclamping tubing. No patient harm.